Event description:
Toward the end of an uneventful three hour pump run, the perfusionist was weaning the pt from bypass and was at 2 l/minute flow, when the inlet to the venous reservoir bag came out. Lines were immediately clamped and the pt was off bypass at 1327. The surgeon was concerned about contamination so the remaining blood volume in the circuit was not used. A new circuit was set up but not needed. The pt's post protamine blood gas was normal with a 26% hct. Pressure at the end of bypass was 95/55. Air entered the line to the pump but got no further. The alarms were working and the pt did not get any air. Pt was transferred to the unit in stable condition. The next day: primary perfusionist reports pt is awake and doing fine.